Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good condition. Review of the device history log indicated that the customer did 2 volume accuracy tests. Functional testing included delivery accuracy testing. The delivery accuracy tests found the pump to be delivering within the published specification of +/-6%. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump failed volume metric accuracy testing. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump has shown it be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Evidence of the reported complaint was noted to be two volume accuracy tests at 20ml in the event history log. Delivery accuracy testing was performed and found the pump to be delivering within specifications. The customer's complaint was not verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.